Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning on. The issue was noted prior to patient use.

Manufacturer narrative:
Additional information: h6 (device codes), h7, h9. Investigation conclusion: the customer reported that there was a defective pcu (8015) keypad resulting in the device not turning on was confirmed. Test results identified that when the returned keypad was installed on the test fixture, the keypad did not power on using the system on key as intended. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Device inspection: an external and internal inspection was performed on (qty 1, p/n tc10013664). External inspection of the keypad was observed to be in good condition with no irregularities observed. Internal inspection of the keypad found signs of fluid ingress where the flex cable meets the circuit layer. Root cause analysis: electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only a keypad was provided for the investigation.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning on. The issue was noted prior to patient use.